Event description:
The following has been reported: biomed reported: "product issue: the first dose of zosyn infuses much quicker than other doses. When staff complete all the appropriate steps, the infusion does not flow over to the pump correc. Sn: (B)(6). Description of issue: the first dose of zosyn infuses much quicker than other doses. When staff complete all the appropriate steps, the infusion does not flow over to the pump correctly. Pump logs: logs could not be pulled. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: overdose. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.